Manufacturer narrative:
Additional information was provided in b.5. And h.11. The product was not returned for analysis. Only photos were returned. Photo review: received photo shows what appears to be an implanted intraocular lens (iol). The iol has a cloudy appearance. Additional photos show an implanted iol on a monitor screen, the iol appears cloudy, lines are also observed on the clouded iol. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of polychromatic sheen. No harm to patients reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received, stating that the finding was observed right after the insertion of the iol during the surgery. The patient was satisfied with the postoperative condition. The surgeon did not mention details about the course of the finding. Additional information was received and confirmed to the sales representative that the finding had been continuing but there was no information after last follow up.

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, the surgeon noticed that the optic was found cloudy partially. The surgery itself was completed without product replacement; the product remained in the patient's eye. The condition of the patient was observed. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).